Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that, the patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the site after the set had been in use for two days. No further information available.